Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-09276 & -09277).

Event description:
It was reported that patient underwent a right hip scope procedure utilizing soft anchors on (B)(6) 2014. During the procedure, two anchors pulled out after implantation. A third anchor was available to successfully complete the procedure.